Event description:
Event description guidant received information that the patient was awakened by his implantable cardioverter defibrillator (ICD) beeping. Interrogation indicated that the device was operating in safety mode with monitoring plus single zone therapy available; however, magnet tones could not be obtained during interrogation. During device replacement, the physician noted that the seal plug was missing from the is-1 port in the header. Full testing of the ventricular lead did not reveal any lead problems.